Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. A comprehensive review of all pertinent records was conducted. Engineering evaluation noted the revision reported may have been due to osteolysis, as stated in the experience report. However, the reason for the osteolysis cannot be determined and the event could not be confirmed because the devices were not returned for evaluation, and no images or radiographs were provided. Additionally, contributions from user or patient related considerations could not be assessed from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: (B)(6) a10012 - gps implant kit v2. (B)(6) 02-010-03-0350 - logic cr femoral cem, right, sz 5. (B)(6) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. (B)(6) 02-012-48-5009 - logic cr tib insert slope+, sz 5, 9mm. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had a right tka, underwent a revision procedure due to osteolysis. Patient was not revised to same company¿s devices. All implants were removed. No device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were obtained. The explanted devices are not available for return as they were disposed of by the hospital. No device images were provided. No further information.